Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer experienced high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The reservoir was stuck inside the pump and could not be removed. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.